Event description:
The report was received as part of an international pre-PMA 5 year clinical study that was both retrospective and part-prospective in nature. The clinical report indicates that explant surgery ws performed due to band erosion. The event was reported inamed after PMA approval for the device, however the event occurred prior to PMA approval. This event is being reported as inamed's approach to compliance is to resolve all doubts in favor of reporting.